Manufacturer narrative:
(B)(4). The customer noted a charge shock failure/therapy pca error in the system error log. The device showed a red x and was chirping. Running the opcheck resolved the issue but the customer said it showed up again later. The device was evaluated at philips. The symptom could not be duplicated; however, the event summary showed errors supporting a charge shock malfunction occurred. The therapy pca was replaced due to these errors. The device was returned to the customer after passing all testing. See scanned page.

Event description:
The customer noted a charge shock failure/therapy pca error in the system error log. The device showed a red x and was chirping. Running the opcheck resolved the issue but it showed back up later.